Event description:
I am a biomedical technician at a hospital. We use the alaris 8100 pump. Alaris said this is a good unit and not being recalled. The pump uses pressure of a little plastic "thingy" to stop the IV flow. I pushed on the IV tubing to stop the flow. The force to do that is about the same as the springy force of this plastic "thingy." My hospital has had IV overdosage issues and I think this design can be causing it. I don't stop the flow through my garden hose by squeezing it with my fist. We need to ask alaris how they know the plastic "thingy" force is enough.